Event description:
Note: co's product labeling and clinical guidelines require testing of this device for leaks and blockage prior to use on pts. Following is info received from co's distributor as initially reported to them by the hosp: a 16 year male undergoing a repair for a fractured mandible was observed by staff members to become hypoxic. Pt disconnected, bagged easily and reintubated after checking the anesthesia machine and circuit. No problems reported. Reconnected pt to machine, pt deteriorated again. Again pt bagged, treated for broncospasm and reintubated. Equipment checked, pt reconnected. Pt again deteriorated, became hypoxic, bradycardia apparent, and a tension pneumothorax developed. Pt reintubated and subsequently admitted to ICU. Pt did not arrest; suffered prolonged hypoxia. Hosp reported a kink was observed in circuit after incident; kink not apparent when checked during procedure. Hosp further stated that circuit seems to have been damaged in hosp's sterilization process. The hosp has since reported that kink was observed in circuit and straightened prior to use. Hosp later reported that there was no evidence of a kink until after the incident. The hosp reported that the pt evidenced cerebral damage, which apparently expresses itself in outbursts and problems in communications. Note: pt was hospitalized because of a fracture mandible. Co has not received a clinical report of the pt's condition before or after the surgery. However, he was reported to have shown signs of improvement.